Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the single bipolar foot pedal to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the erbe had multiple m 12 8 errors that prevented energy delivery. Before contacting technical support, the staff had power cycled the energy unit and had removed the auxiliary foot pedals from the drawer to confirm they were not being pressed. Technical support had then guided the staff through powering down the unit, disconnecting the foot pedal connectors from the rear of the unit, and powering the unit back on, after which the error had not reoccurred. Energy delivery functionality had not been retested at that time because the surgeon had already been bedside, and the staff had indicated they might call back with updates. The procedure was completed with no reported injury.